Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure after the right ventricular (rv) and right atrial (ra) leads were implanted, when cannulating the coronary sinus, the heart stopped beating. Cardiopulmonary resuscitation (CPR) was administered and they were able to successfully resuscitate the patient. However the physician chose to close the pocket without implanting a device. Although the physician was uncertain what caused this to occur, it was speculated that the patient was already decompensated prior to the procedure and pacing may have caused further decompensation. An additional procedure was performed four days later where the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead were successfully implanted. No additional adverse patient effects were reported.